Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support post percutaneous coronary intervention (pci). The patient was also placed on an intra-aortic balloon pump. The impella rp access site was bleeding and to treat, the patient had sutures and blood products delivered. The team additionally placed a fem-stop. The tamponade from the coronary pci had caused the patient deterioration and the patient had a ventricular fibrillation arrest and care was withdrawn. The patient expired. Upon review by abiomed's medical safety officer, there is not enough information to associate the use of the device from the outcome.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was most likely use issue since additional 4 different mattress and figure 8 sutures were placed to try to stop the bleed. Added-h6 impact code 925 f6/f8 should have been left blank in the initial report.